Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to reload a new cartridge and declined additional troubleshooting. Additionally, it was reported that the pump date was incorrect. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Customer's blood glucose level ranged from 167-259 mg/dl.